Event description:
New primary pump tubing does not prime the way it is supposed to.  I had to open two packages and try both and neither would prime to gravity.  Other staff member attempted and was successful by squeezing the IV bag itself. Too time consuming and frustrating! She said that it is known that this new tubing does this. Ref #2420-0007 is what is on the new tubing package.